Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Visual evaluation of the returned implant passed both dimensional and functional tests. Therefore, the product found to be conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Tech evaluation confirms that there is no issue with the product. However, it unknown why the stem extension didn't mate with the tibial plate during the procedure. Therefore, a definitive root cause cannot be determined. After further investigation the event is being reassessed as not reportable as the event has not previously caused or contributed to a serious adverse event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00595006775 lot # 64440606. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04687.

Event description:
It was reported that a total knee arthroplasty was performed and during the procedure, the stem extension would not assemble with the tibia. Subsequently, another mis stem extension was used to complete the procedure. No additional patient consequences were reported. Attempts have been made and no further information has been provided.